Manufacturer narrative:
The insulin pump had intermittent escape and act buttons response due to moisture damage on the keypad traces. The device had a minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported that the buttons on the customer's insulin pump are unresponsive. It was reported that the customer's blood glucose level was unknown. It was reported that the customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump had intermittent escape and act buttons response due to moisture damage on the keypad traces. The device had a minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.